Manufacturer narrative:
Record continues to fail at the ack3 level of submission.

Event description:
Implant failed to osseointegrate.

Event description:
Implant failed to osseointegrate.

Event description:
Implant failed to osseointegrate.